Event description:
The patient reported that they were having difficulty maintaining their antenna over their implantable neurostimulator (ins). Recharging best practices were reviewed at the time of the report. The patient then reported a poor coupling screen. The patient mentioned that their ins is loose in the pocket, and not laying flush. It was noted that these issues have been occurring since the patient was implanted. No patient symptoms were reported. The patient was to follow up with their surgeon to have their ins pocket site checked. The patient was implanted for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.